Manufacturer narrative:
The reported event occurred on a cobas e 411 disk analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The root cause was attributed to a sample-specific discrepancy, as single false reactive results may occur with this assay due to its specificity being less than 100%. The customer was advised to perform hiv confirmatory testing in accordance with the elecsys hiv combi pt method sheet, which recommends confirmatory algorithms such as western blot and hiv rna tests. Additionally, it was emphasized that diagnostic results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter alleged repeatedly reactive results for a patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. On (B)(6) 2024, the sample was tested using the hiv combi pt assay and generated a result of 1.44 coi (reactive). A re-run of the same sample produced a result of 1.67 coi (reactive). Re-testing of the sample using a competitor hiv assay (abbott alinity) yielded a negative result (0.5, no units of measure provided).